Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro has interference. The heating/ sealing mechanism won¿t work for those few simultaneous seconds. Same device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h-6 evaluation method codes: corrected from "historical data analysis 4109 to "analysis of production records 3331" trackwise ID# (B)(4). A lot history record review was completed for lots 25150193, 25149022, and 25147356; the last 3 lots shipped to the account prior to the event date . There were no ncmrs for the last 3 lot #s from ship history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro has interference. The heating/ sealing mechanism won¿t work for those few simultaneous seconds. Same device was used to complete the case. The hospital did not report any patient effects.